Event description:
It was reported that the patient hallucinated when they heard voices. The patient also had to turn stimulation up, for an unreported reason. The patient was programmed to 7.1v. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 7482a51 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 7482a51 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 7436 lot# serial# (B)(4), product type programmer, patient product ID, 3391s-40 lot# v556815, implanted: 2012 (B)(6), product type lead product ID, 3391s-40 lot# v556815, implanted: 2012 (B)(6), product type lead. (B)(4).